Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (4000 mcg/ml, 760.2 mcg/day), dilaudid (25 mg/ml, 9.503 mg/day) and fentanyl (2000 mcg/ml, 1520.4 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had lost 100 plus pounds since pump implant. The patient felt the pump was not put in right since implant, and had been moving around in the pocket. Since the weight loss the patient could feel a change in the pump's position; it was standing up and did not feel like it was connected to anything in the pocket. The pump had made the patient's belly button move 2 inches over since implant. The patient had a computed tomography (CT) scan (B)(6) 2018 that showed fluid around the pump right after implant. A doctor came to the hospital and withdrew a can and a half of fluid. The patient showed her physician how the pump was positioned and her belly button, and he told the patient that she had 31 more months until her pump battery needed replacement; he did not want to do anything with the pump because he did not implant the device. The print out from the doctor's office shows that the doctor was withdrawing 7.5 ml of drug from her pump 3 times in a row since (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.